Manufacturer narrative:
Additional information was added to d4 UDI #, h3, h4 and h6. H4: the lot was manufactured from november 2, 2020 - november 3, 2020. H10: the device evaluation was completed. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged cap. Functional testing was performed by filling the device with green colored water. After fill and prime, to ensure the blue cap is securely connected, the cap was hand tightened by manually twisting the cap until the cap could no longer be twisted. The device was being monitored until the next day; no signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Postal code: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the tubing. The device had been filled with 18000mg piperacillin/tazobactam in 0.9% sodium chloride. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.